Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump displayed an error 42 alert indicating a motor current sense failure, which persisted after restart and after a dry run and supply change, consistent with a failure to infuse related to the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with an insulation problem and a device malfunction affecting the motor, aligning with a failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.